Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon catheter deflation time was very long. The balloon catheter could not be completely deflated, but was deflated enough to allow for removal from the pt. Reportedly, there was no pt injury.